Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds all material assembly and performance specifications. As part of our manufacturing processes, all units are 100% visually inspected for any possible damages and are packaged appropriately in order to protect the device from external damage during shipment. The exact cause of the formation of thrombosis could not be determined. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported by the pt that post a coronary drug eluting stenting treatment procedure, a clot occurred. A 2.50x16 mm taxus express2 drug eluting stent was placed. The pt reported "she has intermittent chest pain since the stent was implanted." She recently has been experiencing increasing shortness of breath. Approximately 2 weeks post the initial procedure, the pt was diagnosed with a "clot". The treatment for the "clot" is unknown. The pt is taking ranexa for the chest pain, as well as, coumadin, aspirin, plavix and nitroglycerin. No additional pt complications were reported. Additional info was requested from the physician, but has not been provided.